Event description:
Report received of a tubing separation. The customer reports that the patient was receiving 0.9% normal saline at 100ml/hr and levofloxacin 100ml every 24 hours when the staff noted a "small" amount of blood leakage from the device. Upon investigation, it was noted that the tubing set had separated at the male adapter-tubing junction. The tubing had separated within 4 hours of the initiation of te IV. The customer reports that no testing or treatment was performed due to the blood loss and no adverse patient event occurred. Additional information was requested, but no further information was provided.